Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer stated that she lost the insulin pump about 2 years ago, she is calling so that we can remove the warranty date and she can get another insulin pump. The customer was admitted at (B)(6). The cause of 911 call as per healthcare provider is diabetic ketoacidosis. The customer was wearing the insulin pump at the time of 911 call. The customer was advised that we will send out cot insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.